Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed a battery compartment crack. Unrelated to this issue, the u-groove was damaged and a test clip was unable to securely attach to the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of investigation completed on (B)(6) 2016.